Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6, 16.0 diopter, implantable collamer lens, into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was explanted due to glare/halos and blurred vision. Problem resolved. The cause of the event is reported as patient related factor.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).